Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted in the gallbladder to treat a pathologic fluid during a gallbladder drainage procedure performed on (B)(6) 2024. During the procedure, the second flange was unable to be deployed. The stent was removed from the patient partially deployed and another axios stent was used to complete the procedure. There were no patient complications reported due to this event.

Manufacturer narrative:
Block e1: initial reporter city: (B)(6). Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.